Manufacturer narrative:
Device evaluated by 3rd party.

Event description:
It was reported that the device was being used to cool a patient and then the device switched to heating. It was reported that the temperature heated up to 106 degrees before the hospital staff noticed. The patient was reported to be recovering, however patient injury cannot be confirmed.